Manufacturer narrative:
It was reported the physician information could not be provided due to restriction by privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the coil was advanced in the distal segment of the catheter, there was an unusual resistance and discomfort were felt. When it was pushed and pulled, the coil was cut off. The coil and pushwire were removed from the patient's body along with the catheter and the flushed out of the catheter. The coil was then were missing after being flushed out of the catheter. There was no surgical or medical intervention required, there was no damage to the pushwire, no detachment attempts had been made, the pushwire was not rotated, and a continuous flush had been used. A competitor's product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery with a max diameter of 8 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.